Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the bd insyte autoguard bc shielded IV catheter needles were retracted, blood "sprayed" on the doctor's hands and sometimes on the patients' arm/hand. There was no report of injury or medical intervention.

Manufacturer narrative:
A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of blood excess/splash/spill/exposure with lot #8127881 regarding item #382534. DHR review; was conducted for this investigation, which disclosed the following: lot 8127881; was built and packaged on afa line 11 on 25may2018 through 29may2018 for the quantity of (B)(4). There was one non-related ip qn generated during the build of this lot. All required challenge, set-up and in process samples were performed per specification in accordance with the setup and in-process sampling plans. There was one non-related temporary deviation in affect during the build of this lot: (td 2018-17 ¿set-up parameter verification at set-up of new w/o, shift start-up and down-time of 4+hours¿) sap (qn) database review; was conducted for this investigation, which disclosed the following: there was one non related ip qn (20075475 ¿seal time oos-pkg.¿) initiated for this lot and no reject activity findings relevant to the reported defect associated with the lot number provided for this incident. Disposition, root cause and corrective action for the qn, was applied according to the quality control plan. Relationship of device to the reported incident is indeterminate. No units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that when the bd insyte autoguard bc shielded IV catheter needles were retracted, blood "sprayed" on the doctor's hands and sometimes on the patients' arm/hand. There was no report of injury or medical intervention.